Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation and corrected device code. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a group of separations, indicating contact with unshod instrumentation, in both cylinder exhaust tubes. Testing revealed these to both be sites of leakage. Microscopic examination of the detachment end of one of the pump exhaust tubes and exhaust tube of cylinder 2 revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment sites of one of the pump exhaust tubes and cylinder 2 exhaust tube indicates that sufficient stress(s) was most likely exerted on this exhaust tube near the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the exhaust tubes of both cylinders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing fractured approx 1 inch distal from the pump, located between the pump and the cylinder. Another inflatable penile prosthesis was used to complete the procedure.